Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the pump beeped and then the screen went blank. He stated that he changed the battery, and the display screen is now showing the animas logo; he stated that he is unable to get past the logo screen.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the pump will not boot up past the "animas" logo screen. Investigators reloaded the software files in an attempt to get the pump past the logo screen, without success. Investigation concluded there was a pump software issue.